Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A hip prosthetic replacement has been implanted for osteoarthritis, the patient suffered a periprosthetic infection with loosening.

Manufacturer narrative:
An event regarding infection and loosening involving an accolade stem was reported. The event was not confirmed. Method and results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot and one other similar event for the reported sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device,pathology reports, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
A hip prosthetic replacement has been implanted for osteoarthritis, the patient suffered a periprosthetic infection with loosening.